Event description:
In 2008, the pt reported receiving an e4 (occlusion) error while attempting to bolus. To troubleshoot, the pt was instructed to disconnect from his infusion site and to perform a bolus. He was able to do so without error. The pt was instructed to remove his infusion site and the cannula was bent. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. Product was requested to be returned for evaluation.